Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer offline and user was unable to log in the customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a drawer offline and user was unable to log in. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was in offline mode. A technical support specialist (tss) remoted into the station and restarted the cubex application; however, the drawer appeared offline in the tester application. After rebooting the system, the drawer remained online, and the customer was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the device.